Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds over a three to six month period. It was further reported that the lead exhibited a sudden decrease in impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds over a three to six month period. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event description: the partial lead was returned in segments and was analyzed. No anomalies were found. The distal conductor of the lead was extrinsically over-rotated, and visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5076 implantable pacing lead - 2008 (B)(6). (B)(4).